Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie pockets were failed. A field service engineer provided remote assistance to the customer in removing the defective pocket and demonstrated the installation of new pockets. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had cubie failure. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.